Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type: recharger; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported there was an infection. It was noted the patient had been admitted to local hospital with pain at ins site and pain at paddle incision site. It was stated there was swelling at pocket. It was further reported there was a burning sensation. It was stated patient felt burning painful sensation that started ¿last monday.¿ it was noted patient turned stimulation off and painful burning sensation continued. It was further reported patient had checked in at the ER and wanted the device explanted. It was further reported the physician thought the site was infected initially, but was ¿ruled out, no infection.¿ it was stated all testing for infection all results were negative. It was noted the patient experienced soreness at the battery site and at site where paddle is placed. It was further reported patient would meet with physician on (B)(6) 2013 for troubleshooting. It was noted the patient was receiving effective therapy, but was still sore at battery site and lead site. It was further reported patient was still experiencing pain at paddle and battery sites and will meet physician again a week after report most likely for a revision.